Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive and had to be plugged into a power source to power on. The customer reported a blood glucose (bg) level of 275 (mg/dl). A correction bolus was delivered to address bg levels. The current pump will continue to be used for diabetes management.